Event description:
Siderail does not stay up.

Manufacturer narrative:
According to a hill-rom technician, the left foot siderail would not stay up. Siderail swing arm broken at weld, replaced foot siderail and now it works as specified.